Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: paraesophageal hernia repair. The rep was not present for the case. In the middle of the case, the surgeon went to squeeze the handle and the hinge broke and came out of the shaft. It is unknown what type of tissue was being grasped when the breakage occurred. A new grasper was opened to complete the case. There was no patient injury. The device is available to be returned. Intervention: opened another grasper to complete case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the hinge of the device broke. Engineering disassembled the unit and observed that the internal components of the device were damaged. Based on the condition of the returned unit, the internal components of the device were damaged by the force applied to the jaws during use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: paraesophageal hernia repair. The rep was not present for the case. In the middle of the case, the surgeon went to squeeze the handle and the hinge broke and came out of the shaft. It is unknown what type of tissue was being grasped when the breakage occurred. A new grasper was opened to complete the case. There was no patient injury. The device is available to be returned. Additional information received via email on 02jul2020 from [name], applied medical account mgr " it happened while he was grasping the stomach". Photo provided. Intervention: opened another grasper to complete case. Patient status: no patient injury.